Manufacturer narrative:
The biomedical engineer states that the facility power-cycled everything in the hospital for a test and now the cns (central monitoring system) boots up to a blue screen. The customer purchased a hard drive through customer service to fix the issue. Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The biomedical engineer states that the facility power-cycled everything in the hospital for a test and now the cns (central monitoring system) boots up to a blue screen. The customer purchased a hard drive through customer service to fix the issue. A representative from nihon kodhen has reached out to the biomedical engineer to obtain the defective hard drive.